Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was being performed with tandem technical support; however customer declined completing the system check. Customer changed pump supplies to address the issue. Customer's blood glucose was in 215-407 mg/dl range.